Manufacturer narrative:
The device in question was returned to the manufacture for evaluation. The reported issue was confirmed. The grasper's jaw was broken off at the pivot point, which indicated that a very high force was applied. It was also noted that the device's age and usage were considerably high, manufactured in may 2015, which might have contributed to the failure of the device. The event is filed under internal karl storz complaint: (B)(4).

Event description:
It was reported that there was an issue with the product 33310c bowel grasper. According to the information received, one side of the bowel grasper broke off in a patient's abdomen (normal usage), while used during a laparoscopic hiatus hernia repair. The broken piece was able to be visualized and retrieved by the surgeon and there was no harm to the patient.

Manufacturer narrative:
Manufactures internal reference number (B)(4). Investigation on-going. Product requested but not yet received. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited.